Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture was not available at the time of filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the tube that links the flowmeter gauge to its final socket had come loose. The tube was reconnected, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and was not delivering through the auxiliary o2 flowmeter despite the indicator showing that o2 was being delivered. This was discovered during use and the unit was swapped out. There was no report of patient injury.